Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming, an unspecified volume of solution leaked from a hole at an unspecified location of the tubing set. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was initiated.